Manufacturer narrative:
Received an 8f dignity port, catheter lock and catheter lumen for evaluation. A visual inspection revealed no damage to the catheter or the port. A functional evaluation revealed the port to be easily flushed. The device was re-assembled as per the instructions for use. The catheter lock snapped into place and a gentle tug on the lumen confirmed a secure connection. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device was forwarded to the engineering department for further evaluation. A dimensional analysis of all measurements of the port stem, catheter and catheter lock were found to be within specification. Testing was done on the assembled port-catheter and catheter lock. The testing showed the assembled catheter had a disengagement force of 8.44lbs, which meets the iso standard requirements of 2.25lbs. Based on the sample analysis and the process verification, the root cause could not be found for the reported failure mode.

Event description:
Disconnection of chest port catheter from subcutaneous reservoir.